Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, when farawave catheter was inserted into the faradrive sheath and aspiration was performed, air was continued to be drawn in the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure, when farawave catheter was inserted into the faradrive sheath and aspiration was performed, air was continued to be drawn in the sheath. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the faradrive steerable sheath was returned to boston scientific with an intravenous tube fully inserted into the sheath. Being returned in this manner can introduce damage to the hemostatic valve or exacerbate any prior clinically related hemostatic valve damage, which can negatively impact valve performance during returned device testing. Microscopic inspection of the hemostatic valve identified that the inner valve was torn, and that both valves were deformed and not sealing properly, likely due to the intravenous tube being inserted in the sheath for an extended period of time during transit to boston scientific. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.